Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned a the time of this report. It was reported the device involved was discarded. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Teleflex will continue to monitor feedback from customers for complaints of the nature.

Event description:
Customer complaint alleges "that air leaked from the middle part of humidifier adaptor (possibly from the depressure part). Aquapak was already discarded in the hospital." No patient injury was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Brand name corrected to aquapak 640 sw,650 ml w/040 adaptor. Catalog # corrected to 06-40j. A 040 humidifier adaptor was received for evaluation. Upon visual inspection, no issues were found with the humidifier adaptor. A functional inspection of the aquapak involved in the complaint was not performed since the aquapak was discarded by the customer. The 040 humidifier adaptor that was received was attached to a non-defective aquapak from the manufacturing facility and then attached to a flowmeter. Upon turning the flowmeter on, bubbling was observed below 1 lpm indicating that the airflow pathway between humidifier adaptor and aquapak was working as normal, and that there was no air was leaking from the humidifier adaptor. The complaint could not be confirmed.

Event description:
Customer complaint alleges "that air leaked from the middle part of humidifier adaptor (possibly from the depressure part). Aquapak was already discarded in the hospital." No patient injury was reported. Patient condition reported as "fine".